Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an internal iliac artery aneurysm. It was reported both the trunk-ipsilateral leg and contralateral leg components were advanced and implanted without issue. It was reported during withdrawal of the trunk-ipsilateral leg delivery catheter, outside of the sheath, the leading olive became caught on the tip of the sheath. Upon removal of the device it was noted that the leading olive had become completely separated from the delivery catheter. A snare catheter was used to retrieve the olive from within the patient. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, no significant tortuosity or calcification were noted to have caused or contributed to the olive separation.

Manufacturer narrative:
Evaluation summary - the trunk-ipsilateral leg component was returned to gore for evaluation. The visual inspection of the delivery catheter revealed that the polyimide had separated from the delivery catheter with the leading olive remaining attached to the polyimide segment. It was additionally observed that a section of polyimide remained attached to the delivery catheter, indicating the failure occurred at the polyimide and not at the manufacturing applied bond which holds the polyimide in place. The root cause for the detached olive-polyimide segment could not be determined with the currently available information. The root cause of the olive separation could not be determined with the provided information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.